Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that she has received two jolts from her implant, she reports it happened last week as well. She is feeling pain around the implant site since a fall. The patient reports a fall about a month ago where she fractured her hip and has upcoming surgery. The patient was also having issues communicating with implant to turn device up/down on/off.